Event description:
As part of the hosptipal t2k contingency plan, co tested the mechanical ventilators after midnight on the above date. The ventilator(s) were attached to medical gases and electrical power. They were turned on. There was no electrical power. The on/off switch was rechecked, it was in the on position. The electrical outlet itself was checked, a bed plugged into the same set of outlets was working fine.